Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced diaphragmatic stimulation. The physician attempted to reprogram the crt-d device and was unsuccessful. An invasive revision procedure was performed and the left ventricular (lv) lead was explanted. No adverse patient effects were reported during this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.